Event description:
It was reported that, a patient had a tha on 10 years ago. The patient had revision surgery to replace the constrained acetabular and v40 head because these were dislocated.

Manufacturer narrative:
When completed, the investigation results will be submitted in a supplemental report.

Manufacturer narrative:
An event regarding dislocation involving a constrained acetabular inserts was reported. The event was confirmed. Material analysis on the returned devices indicated that damages were likely caused by impingement from the femoral stem neck and by contact with the uh1 insert after dissociation were observed around the distal rim of the constrained liner. The locking wire fractured in fatigue; although, it can not be determined is this occurred prior or subsequent to the reported dissociation. There was no evidence of manufacturing or material defects on the device features evaluated. Review of the device history records indicate 3 devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the reported lot. Medical records received and evaluation: in an inherently unstable joint, as would be expected in a proximal femoral replacement total hip arthroplasty, recurrent impingement on the locking device of a constrained liner would eventually result in fatigue fracture of the locking mechanism. That is the likely scenario in this case in which the material analysis report did not find evidence of manufacturing or material defects in the explanted components. Based on the information provided the most likely route cause of the reported dislocation is recurrent impingement of the femoral stem with the constrained liner. With the limited information provided however it is not possible to determine the route cause of this impingement. Further information such as operative notes, follow up notes and patient history are required to determine how the impingement occurred. No further investigation for this event is possible at this time. If additional information become available that warrants further investigation, the investigation will be reopened.

Event description:
It was reported that, a patient had a tha on 10 years ago. The patient had revision surgery to replace the constrained acetabular and v40 head because these were dislocated.